Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: pictures related with the incident were received. The analysis of pictures can confirm the failure foreign matter. The analysis of the batch history (DHR), maintenance records and quality notifications were verified and no deviation was found for this batch. Investigation conclusion: in addition, the incident identified from this complaint will be monitored for trend assessment. Root cause description: we received the photo by the customer for evaluation, so it was possible to carry out an investigation, confirm the complaint for the defect and determine the root cause. For the foreign matter defect and according to the photo, it is an excess of epoxy resin that was injected by the applicator nozzle and that corresponds to a specific failure in the equipment. Rationale: CAPA is not required.

Event description:
It was reported that ser plas 1ml 13x3,8 u-100 150 had foreign matter on the needle. This was discovered before use. The following information was provided by the initial reporter: when I opened the first syringe to apply to my son, I had a problem with the needle. There was a drop of white plastic in the middle of the needle.